Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a stent implantation procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stricture due to a tumor within the left main bronchus. During the procedure, the stent system was positioned at the stenosis. The stent was fully deployed from the delivery system. However, the proximal end of the stent did not open correctly. The retention suture at the proximal end of the stent had looped across the diameter of the stent. The physician attempted to cut the suture with forceps but was unsuccessful and the stent was moved out of position. The physician then used an argon-beamer to cut the suture. After cutting the suture, the proximal end of the stent opened properly. Due to the manipulation of the stent to cut the suture, a bleed occurred at the left main bronchus. The bleed was treated with the argon-plasma-beamer and the bleed resolved. The physician then corrected the position of the stent using forceps. The procedure was completed using this device. The physician commented that the procedure was an hour longer than expected due to this event and that the patient consumption of anaesthetic agents was extremely high. In addition, two physicians and two bronchoscopes were needed to complete the procedure. It was reported that there were "no important complications" as a result of this event. The patient condition following the procedure was stable. The patient will be treated with radiotherapy.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a stent implantation procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stricture due to a tumor within the left main bronchus. During the procedure, the stent system was positioned at the stenosis. The stent was fully deployed from the delivery system. However, the proximal end of the stent did not open correctly. The retention suture at the proximal end of the stent had looped across the diameter of the stent. The physician attempted to cut the suture with forceps but was unsuccessful and the stent was moved out of position. The physician then used an argon-beamer to cut the suture. After cutting the suture, the proximal end of the stent opened properly. Due to the manipulation of the stent to cut the suture, a bleed occurred at the left main bronchus. The bleed was treated with the argon-plasma-beamer and the bleed resolved. The physician then corrected the position of the stent using forceps. The procedure was completed using this device. The physician commented that the procedure was an hour longer than expected due to this event and that the patient consumption of anaesthetic agents was extremely high. In addition, two physicians and two bronchoscopes were needed to complete the procedure. It was reported that there were "no important complications" as a result of this event. The patient condition following the procedure was stable. The patient will be treated with radiotherapy.

Manufacturer narrative:
The device component relates to the device problem for the reported events of stent failed to expand and stent positioning issue. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Manufacturer narrative:
A medical review was performed of the endoscopic image of the complaint device. The bsc medical director confirmed that "it does appear that a suture is crossing the stent."